Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was diagnosed with an infection at the ipg site. The patient had a scab on their incision which caught on the patient's clothing, causing the incision site to open up. The patient¿s ipg was relocated on (B)(6) 2020.

Manufacturer narrative:
A patient experiencing infection at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.